Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported that able to get medications from another station and there was no delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the latch spring assembly was loose and a broken screw mount. The field service engineer replaced the drawer chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.